Manufacturer narrative:
(B)(4). Batch # p56981. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60b cartridge loaded on the device. The cartridge was received with one driver missing and 5 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device could not be fired at the 3rd firing. Eventually, an echelon powered articulating linear cutter was used to complete the case. There were no adverse consequences to the patient.